Event description:
Enclosed are my records with a severe mesh problem with ethicon mesh 22492-32. I had 3 surgeries. I sent this to the ethicon group and johnson and johnson. After I sent it to them, I never heard a word. Please read all my reports. I thought I was going to die, before I found help. This lot number should be recalled. On (B)(6) 2011, I had inguinal surgery and a mesh called prolene was placed inside me. This was made by ethicon which was used in the surgery. Three days after surgery a small area at the end of the mesh started burning and itching. At this time, I believed itching was part of the healing process. However, this went on too long. I made a visit to my surgeon who told me the itching was due to a possible torn ligament and said to give it time to heal. By (B)(6) I was running a low grade fever. I was getting weaker and felt like I had flu-like symptoms. The fever and flu symptoms stayed with me for nine months. Severe burning and itching slowly moved across the area where my mesh was placed. By (B)(6) 2011, I had some pressure under it. Once again, I was very ill for three weeks. I suddenly realized the severe itching wasn't a healing itch. I knew my body was rejecting this foreign object placed in my body. I went for a visit to my surgeon, but found that he had a stroke and closed his practice. I had severe bladder infections. The mesh created inflammation, putting severe pressure on my bladder and aggravated it. By (B)(6), my fever broke and my body was very weak. Then, for several weeks, I felt as if a knife was stabbing me on my right side of my abdomen. The severe burning and itching sensation began to spread throughout the whole entire inside of my body. At first, I had a mild burning in my mouth and lips. My body was in severe stress and shock. I made more trips to the ER, pain pills didn't help. During the last six months, I made 12 visits to different doctors. Three doctors were hernia specialists. It was told by two they could see no need for surgery. Dr (B)(6) was most helpful by running various tests, which were used at a later date. Traveling in the car, doctor to doctor, was very painful. The severe burning inside my body would burn 24 hours a day. My tongue would feel like it was catching on fire. My lips would swell and the inside of my nose and ears would burn. My cheeks burned 24 hours and my throat was broken out with hives 80% of the time. When a doctor would try different medications, I would really fight a battle. After one particular pill, all of the burning and itching would only intensify even more. The last six months, I was bedfast. I couldn't watch tv because of the severe burning and itching in my eyes. Almost 80% of the time I couldn't talk on the phone, because my throat was mostly swollen shut and my ears would have a constant burning. It was also difficult to talk when my lips were swollen and my tongue felt as if it was on fire. I kept ice chips by my bed and would pack my body with damp towels. I had ice packs for my cheeks and lips. I used an electric blanket daily to help give me some relief so that I could sleep. I felt each day death was near. Going to twelve doctors and receiving no help, I cried daily. Finally, a pain mgmt doctor told me he couldn't be of help. He stated to me that I had a mesh problem with all of the symptoms I had. He told me to get out of (B)(6) to find proper care. On (B)(6), I had an appointment with dr (B)(6), who is a trauma/critical care surgeon at (B)(6). He was truly helpful and listened to my symptoms. After he reviewed my file, he said that I was in critical condition and that he wanted to perform surgery the next day, which was (B)(6). After surgery, it felt like a miracle had been performed. The burning sensation throughout my body was gone. It later took about a month after surgery for the itching to completely leave my body. After this, I still suffer. I have noticed my handwriting is not the same and when I lay down, my right leg will only raise up to 3". A price is hard to place on one's life. Not only was I fighting for my life, my family missed all the holidays for 18 months in my home. I wasn't able to visit their homes, due to my mesh problem. (B)(6) are my children and you'll see appointments made by them on my records. You have records on all doctors, but following: dr (B)(6) (an infection doctor), he found no infection in my body. (B)(6) (neurologist), found no problems in my walking, turning and etc. Dr (B)(6) (an allergy dr), wanted me to get some of the mesh and test it on me. He had no luck and I didn't either. Dr (B)(6) a hernia specialist), about a five min visit, stated, too, I didn't have another hernia, and I knew that, and stated no need for surgery. Dr (B)(6) (a hernia specialist) once again stated no reason for surgery. I ask him if he ever had a pt that severely burned inside their body. Commented back, "unheard of." (B)(6), he did make a short remark and it is attached and is hard to read. He had all my medical reports and stated too that he couldn't help. I had a serious mesh problem and needed to have surgery. Suggested (B)(6), one week later, surgery was performed and when I woke-up, the severe burning was gone. Surgical pathology: on the deeply located piece, the mesh had actually folded back on itself, entrapping the ilioinguinal nerve. Believed that the most likely cause of her preoperative symptoms was this or entrapped ilioinguinal nerve within the mesh. Refeence MFR report number: 2210968-2013-00681.